Event description:
On 12/30/96, an errartic result of 20 ng/ml was received and reported for the ck-mb assay. The physician questioned the result and a new sample was taken from the pt, which gave a result of <1 ng/ml. The lab technician then retested the first sample and received a result of < 1 ng/ml. A clot had been found in the serum of the sample. No pt intervention taken based on the first reported result. No report of injury.